Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
At incoming inspection of goods by the distributor, the package was found with foreign material inside.